Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 5 meter issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #2 -correction/device evaluation ((B)(4) 2011): correction: follow-up#1 was sent in error. Device evaluation:on (B)(4) 2011, lifescan received the meter involved with this complaint. Device evaluation was completed with the returned meter on (B)(4) 2011 and concluded that the alleged issue could not be confirmed; however, the lcd was cracked/broken. This complaint is being reported due to the unreported issue found during investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k082590.